Event description:
Respond edge study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin medication at the time of index procedure. The patient did not receive loading doses of antiplatelet medications prior to the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, new onset of lbbb was observed. It was further reported that the lbbb occurred post lotus edge valve deployment. The patient made a full recovery and was discharged two days post index procedure. It was further reported that five (5) days post index procedure, during dialysis the patient was feeling unwell with chest pain and shortness of breath. During this time, the oxygen level dropped in to 78% and for the same cardiac call was made. The patient was diagnosed with myocardial infarction. Further hospitalization was prolonged and medication was adjusted to treat the myocardial infarction. Twelve (12) days post index procedure, the patient was discharged home on aspirin.

Manufacturer narrative:
A1: patient ID: (B)(6).

Manufacturer narrative:
A1 patient ID: (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin medication at the time of index procedure. The patient did not receive loading doses of antiplatelet medications prior to the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, new onset of lbbb was observed. It was further reported that the lbbb occurred post lotus edge valve deployment. The patient made a full recovery and was discharged two days post index procedure. It was further reported that five (5) days post index procedure, during dialysis the patient was feeling unwell with chest pain and shortness of breath. During this time, the oxygen level dropped in to 78% and for the same cardiac call was made. The patient was diagnosed with myocardial infarction. Further hospitalization was prolonged and medication was adjusted to treat the myocardial infarction. Twelve (12) days post index procedure, the patient was discharged home on aspirin. It was further reported that seven (7) days post index procedure, the patient was noted to have elevated troponin levels at 0.208 ng/ml. It was further reported that two (2) days post index procedure, the patient was discharged on aspirin and at the time, had slight shortness of breath. Further details were given regarding the events five (5) days post index procedure. At that time, the patient also had a cough and yellowish sputum. An ambulance transferred the patient to the hospital and during transfer, they were given glyceryl trinitrate. Physical examination revealed bilateral crackles with no leg edema. Cardiac enzyme (troponin t) was elevated and consistent with the definition of myocardial infarction. Electrocardiogram revealed known lbbb with prolonged pr interval. Chest x-ray revealed increased cardiothoracic ratio and pulmonary edema. The renal team was consulted and the patient was put on dialysis. The patient, however, became acutely unwell after 5 mins of dialysis with increase in chest pain and shortness of breath, and decrease in oxygen saturation to 78%. Electrocardiogram then revealed 1st degree atrioventricular (av) block, in addition to the known lbbb. Medication was given to treat the 1st degree av block.

Event description:
Respond edge study it was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin medication at the time of index procedure. The patient did not receive loading doses of antiplatelet medications prior to the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, new onset of lbbb was observed. It was further reported that the lbbb occurred post lotus edge valve deployment. The patient made a full recovery and was discharged two days post index procedure.

Manufacturer narrative:
A1: patient ID: (B)(6).

Event description:
Respond edge study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin medication at the time of index procedure. The patient did not receive loading doses of antiplatelet medications prior to the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, new onset of lbbb was observed. It was further reported that the lbbb occurred post lotus edge valve deployment. The patient made a full recovery and was discharged two days post index procedure. It was further reported that five (5) days post index procedure, during dialysis the patient was feeling unwell with chest pain and shortness of breath. During this time, the oxygen level dropped in to 78% and for the same cardiac call was made. The patient was diagnosed with myocardial infarction. Further hospitalization was prolonged and medication was adjusted to treat the myocardial infarction. Twelve (12) days post index procedure, the patient was discharged home on aspirin. It was further reported that seven (7) days post index procedure, the patient was noted to have elevated troponin levels at 0.208 ng/ml.

Manufacturer narrative:
A1 patient ID: (B)(6).

Manufacturer narrative:
Patient ID: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin medication at the time of index procedure. The patient did not receive loading doses of antiplatelet medications prior to the procedure. A lotus introducer was placed and the aortic valve was treated with deployment of a 25mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, new onset of lbbb was observed.